Manufacturer narrative:
Qn# (B)(4). One unit of catalog number a-7000-08lf (pe adult-ped wet lf 6/cs) lot 74e2200981 was received for analysis. Sample was received in its original packaging sealed. This is a representative sample with lot 74e2200981. After functional inspection the o-ring p/n 154589 was inspected and na dimensional inspection was not performed as part of this complaint investigation. No damages were observed. The tubing with the ats connector (p/n 152753) was disconnected from pe unit. One side of tubing was connected to a source of air (nlc09684 due:22-sep-23) and the other side was clamped. The ats connector was immerse into the water and no bubbles were observed that can confirmed a leak. The device history record of batch number 74e2200981 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since no problem found on sample. Customer complaint cannot be confirmed since no problem was found on sample.

Event description:
Air leak at the quick disconnect feature on the patient tubing.

Manufacturer narrative:
Qn#(B)(4). One unit of catalog number a-7000-08lf (pe adult-ped wet lf 6/cs) lot 74e2200981 was received for analysis. Sample was received in its original packaging sealed. This is a representative sample with lot 74e2200981. After functional inspection the o-ring was inspected , and a dimensional inspection was not performed as part of this complaint investigation. No damages were observed. The tubing with the ats connector was disconnected from pe unit. One side of tubing was connected to a source of air and the other side was clamped. The ats connector was immerse into the water and no bubbles were observed that can confirmed a leak. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since no problem found on sample. Customer complaint cannot be confirmed since no problem was found on sample.

Event description:
Air leak at the quick disconnect feature on the patient tubing.